Manufacturer narrative:
There is no reported pt impact associated with this event. The pt stated that upon examination, visible corrosion was observed in the battery compartment. The pump was returned to animas for eval. The pump was found to exhibit corrosion in the battery compartment, and battery cap damage. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battey contact and / or the waterproof feature of the pump. Eval found that pump functions were operating within required specs, and the complaint that the pump exhibited heat could not be verified or duplicated.

Event description:
It was reported that the pump was hot to the touch. Upon examination, the pump was found to exhibit corrosion in the battery compartment.